Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73h1400076 investigation did not show issues related to the complaint. The device sample has been returned but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples do not close. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w (B)(4) was received used, opened without original packaging, lot # was not confirmed. During visual inspection it was observed that components looked well assembled, frame & cover block components have residues. Stapler was received with remaining staples; staples was not observed misaligned, no stuck staple in the tip of the cartridge. Sample received did not confirm the defect reported by the customer staples do not close. A functional inspection was performed with device and a total (B)(4) staples were loaded, closed & released. Stapler was fired on a rubber material (sponge) and all staples were fired/closed without problems, and (B)(4) devices worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the staples do not close. The patient's condition was reported as fine.